Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the harvester noticed a sharp bend on the tip of the scope. Anew unit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that part of the rim of the lens tip was bent and cracked. Serial number (B)(4). Based upon the visual observation, the reported complaint "bend on tip" was confirmed. Sent to (B)(6) for evaluation on (B)(6) 2011 - complaint confirmed. Device is severely damaged at distal tip. Damage caused by severe impact due to improper handling. (B)(4).